Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and a commanded shock was delivered, successful measurements were obtained. The patient will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high out of range impedance measurements. This rv lead remains in service. No adverse patient effects were reported.